Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 3006705815-2021-03431. It was reported that patient¿s leads had migrated. Surgical intervention was undertaken wherein both leads were explanted. The physician noticed that the lead appeared to be fractured and opted to replace both leads but was unable to replace them. Surgical intervention may take place addresses the issue.